Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (blank screen w/moisture) issue. The distributor stated that the display screen was blank and had water behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: there was visible corrosion behind the display and the ir port. The battery compartment was cracked, with no corrosion observed inside. The leak test failed due to the crack. The pump powered on, but had no display or audio, but had vibration. The pump was opened and corrosion was observed on all internal surfaces. The pump could not be downloaded due to corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.